Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the blood glucose was high. The customer¿s mother reported that her son was about 600mg/dl all day today. The patient tried to change his set 4 times all day today. First and second set was kinked with no delivery. The third and fourth gave no delivery. Customer states the insulin exited during 5.0 unit fixed prime. They did not troubleshoot for high blood glucose since the troubleshooting for no delivery already done. Patient checked his blood glucose and down now to 536mg/dl. The insulin pump will not be returned for analysis.